Manufacturer narrative:
Reported defect: bilateral deflation of breast implants. Condition of product: product was received inside a single sealed pouch with activated sterilization indicators. The pack included distributors report and health professional's paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 2000 using hutchison hsh 400 saline-fill implants, which were filled to an unk volume. In 2007, the pt visited the surgical facility in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery one week later. The implants were replaced with allergan style 68 hp devices that were filled to a volume of 520cc bilaterally. Visual inspection: visual inspection identified two breaches which are located on the periphery at the 10 o'clock position and on the posterior surface at the 11 o'clock position (when the product was held in such a position that the brand name was upright and horizontal) measuring approx 5mm and 8mm in length respectively. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of both breaches identified well defined edges and a clear initiation points which are indicative of mechanical trauma. The product met all mfg and quality specifications post MFR. Conclusion: mechanical trauma is not a mfg fault.